Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported battery failure (red alarm) has been completed. Lt log analysis of the battery data reveals that beginning before the complaint date of occurrence, cell 1 voltage of battery 2 had been declining for an extended period of time. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When console was booted for the first time in lab, console alarms are consistent with what was seen in the field. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) showed a battery failure (red alarm). The console was replaced to continue the procedure, and no patient harm was reported.